Event description:
It was reported that during the test, the cuff did not inflate. No patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. A device history record DHR is at the supplier. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI is unknown. Manufacturing site address is unknown. PMA/510k is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).